Event description:
The facility representative reported both pumps are making a loud noise, during bio-med testing. Although baxter attempted to obtain information, details were not available regarding additional contact information. According to the facility representative, no patient injury or medical intervention had been reported related to the device. No additional information was available.

Manufacturer narrative:
Evaluation summary: a baxter service technician evaluated the pump and found broken door assemblies #1 and #2, which caused loud noise. The reported condition of loud noise was confirmed. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated.